Event description:
On (B)(6) 2012, the patient reported that the menu button on his infusion device started working intermittently a week ago. He stated that the problem is progressively getting worse. The patient has to press the button hard to get it to respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.